Event description:
Confirmation was received that the device was explanted about a year ago. The reason for the explantation was an inflammation and infection around the implant housing. The user was re-implanted a year later on (B)(6) 2024. The skin over the device was thought to be not intact.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an infection at the implant site leading to an extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. The explanted device is not available for investigation.

Event description:
Information was received that the device was explanted about a year ago, due to an inflammation and infection around the implant housing. The user was re-implanted a year later.